Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage. A sjm rep was unable to resolve the issue with reprogramming. X-rays confirmed the leads were in place. Surgical intervention may be taken at a later date to address the issue.